Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2011. According to the complainant, while attempting to crush a stone captured within the trapezoid rx lithotripter using an alliance handle, the wire within the basket handle broke. An unsuccessful lithotripsy attempt was then made using a sohendra system. Subsequently, the patient was sent to surgery where a subcostal laparotomy, choledochotomy, and cholecystectomy was performed and the device with the entrapped stone was successfully removed from the biliary duct. Reportedly, no stones had been captured/crushed prior to the failure, and the device was inspected/tested prior to use and no anomalies were noted. No patient complications were reported as a result of the surgical procedure. Additionally, the patient's condition was reported as being good, but hospitalization was required.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2011. According to the complainant, while attempting to crush a stone captured within the trapezoid rx lithotripter using an alliance handle, the wire within the basket handle broke. An unsuccessful lithotripsy attempt was then made using a soehendra system. Subsequently, the patient was sent to surgery where a subcostal laparotomy, choledochotomy, and cholecystectomy was performed and the device with the entrapped stone was successfully removed from the biliary duct. Reportedly, no stones had been captured/crushed prior to the failure, and the device was inspected/tested prior to use and no anomalies were noted. No patient complications were reported as a result of the surgical procedure. Additionally, the patient's condition was reported as being good, but hospitalization was required.

Manufacturer narrative:
A visual examination found that the device returned separated into 3 pieces; the coil and basket assemblies were detached from the handle assembly. The basket wires were found to be bent and damaged, and the outer sheath extended past the distal end of the coil assembly. The sheath was found to be torn on the distal end and the guidewire lumen was torn on the proximal end. The proximal end of the coil assembly/outer sheath was found to be buckled/kinked, and the coil was damaged and unraveled. The handle cannula was broken in two with the distal end remaining attached to the wire basket assembly. Further analysis of the proximal section of the handle cannula found that fracture likely occurred due to the cannula having been sheared apart. No material anomalies were identified. The condition of the returned incident device was consistent with the complaint incident that the wire broke prior to tip detachment. However, the user reported that the stone was approximately 15-16mm in diameter. The directions for use (dfu) document notes that "the trapezoid 3 x 6 basket is designed for crushing calculus larger than 1.5 cm (15 mm) in diameter," but a smaller basket had been used for this procedure. Therefore, the most probable root cause is user error. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Manufacturer narrative:
Patient exact weight is unknown; however, reported to be about 85 kilograms. Concomitant medical product: alliance handle, soehendra lithotripsy system. (B)(4) - intervention required to remove device, tip won't detach. (B)(4) - the reported event of wire break. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).